Event description:
A report was received that the patient underwent a pocket revision. The patient had lost weight (not device related) and the ipg was rubbing on bone. The patient is reportedly doing well.